Manufacturer narrative:
The pump has not been received. Should the pump become available for eval, a f/u report will be filed upon completion of an eval or if any add'l info becomes available.

Event description:
The facility's rep reported an infusion pump with an 812:00 failure code. It was unk if this failure occurred during pt use or biomed testing. The rep stated they have no record of any pt incident involving the pump since the last baxter service event. Add'l contact info was requested, but not provided.